Event description:
It was reported that the insulin pump was exposed to fluids after it had been dropped into a bucket of urine. The blood glucose reading was 161 mg/dl. The customer stated that the device was beeping without any alarm or alert, and the device's display went blank immediately after its exposure to moisture. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to no button response. No moisture damage found on the battery tube and vibrator assembly however; moisture damage was found on the electronics assembly and motor during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and cracked reservoir tube.